Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an episode of inappropriate shocks. No other information was provided. This device was declared out of service due to the patient dying of unrelated reasons. No further adverse patient effects were reported.